Event description:
The customer reported to baxter that the autoclaves are too tight and are being removed with hemostats. The connection of antibiotics is going to cause a wrist injury. There was no patient involvement, adverse event or medical injury reported. No sample is reported to be available. No additional information is available.

Manufacturer narrative:
(B)(4). The set is unknown and the sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, a us 510k number cannot be provided.